Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a system extraction due to pocket infection. There were no procedural complications and the patient's condition post procedure was stable.